Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, an increase in pacing lead impedance was observed. Further evaluation was recommended. Patient monitoring will continue with routine follow-ups.